Manufacturer narrative:
A follow up report will be submitted once the investigation is complete

Event description:
It was reported that that the pulmonary artery pressure (pap) alarm seemed delayed. The device was in use on a patient at the time of the event. There was no adverse event reported.